Event description:
It was reported that the patient had severe driveline damage. Log file review was requested, and technical services agreed that there was severe damage to the pump side portion of the external percutaneous lead. There was no indication of any issue with the driveline according to the log file data. It was suggested to wrap the whole pump side driveline with rescue tape to prevent any moisture from getting inside all the exposed areas.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage to the driveline was confirmed via the submitted photos. The account submitted three photos which captured damage to the outer layers of the pump cable, exposing the bionate layer near the exit site. No damage to the underlying wires was observed. The submitted log files were reviewed and the pump operated as intended throughout the log files. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6). No further events have been reported at this time. A root cause for the reported event was not conclusively determined through this analysis. The relevant sections of the device history records for (B)(6) and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D, heartmate 3 patient handbook, rev. A are currently available. Section 5 of the IFU, entitled ¿surgical procedures¿ and section 6, entitled ¿patient care and management¿ caution user to avoid twists, kinks, or sharp bends in the driveline. Section f of the IFU, entitled ¿safety checklists¿ instructs users to inspect the driveline for damage daily. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.